Event description:
Gas flow hooked via trocar port and insufflation started with co2. Flow via trocar "interrupted" obstructing co2 flow. Same trocar then reinserted, flow started again and "interruption" obstruction occurred again. The obstruction wouldn't allow insufflation.